Event description:
The 7x60 self expanding stent did not cross the target lesion. Upon receipt of the device, the stent was slightly protruding.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The stent did not cross the target lesion and upon receipt of the device, the stent was slightly protruding (partially deployed). Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non-sterile pkg assy 7x060 smart vas 120cm was received coiled inside a plastic bag. Stent was partially deployed 1.59 mm, and locking pin was in place. Three kinks were detected at 1 cm, 8.2 cm, and 114.3 cm from distal end. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Deployment process was completed and no resistance was found. The sds was introduced into a lab sample fr6 csi introducer and no friction/resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the 'kink' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported 'failure to cross' by the customer could not be confirmed; since no anomalies were found during functional and dimensional analyses. The failure reported 'premature deployment' by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kinds of issues. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed.